Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) as well as a large gray spot in the bottom left quadrant of the lcd screen. Moisture could be seen in the upper left corner of the lcd window before the case was opened up. When the boards were taken out, the entire front side of electrical board was wet. There was also corrosion and mold around and inside the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. The customer was reported that battery compartment was exposed to fluid, insulin pump was cracked from side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.